Manufacturer narrative:
The customer reported that two patients were not monitored on the cns and rns, the nurse noticed the patients were not monitored and promptly admitted them. The customer stated the patients may not have been admitted at the time the nurse discovered it, causing them not to be seen on the cns and the rns. There were missed alarms on two patients and the customer asked for directions on how to read the logs they had downloaded. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: rns: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni. Z transmitters: model #: zm-531pa, serial #: (B)(4), device manufacturer data: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: ni.

Event description:
The customer reported that there were missed alarms on two patients at the central nurse's station (cns).